Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found the lens was returned in liquid in the lens case/vial. Visual inspection found the lens to have no visible damage. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Event date: unk. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+1.5/079 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, angle closure with elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved.